Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 97754, serial# (B)(4); product type recharger. (B)(6).

Event description:
It was reported that the patient could not get their implant to charge and they were having a communication problem. The patient tried to charge their implant for a couple of hours every night. The patient placed the recharger antenna over their implant and pressed the start charge button and saw a reposition antenna screen. The patient started seeing the reposition antenna screen 3 days prior to the report. The patient stopped feeling stimulation the day prior to the report. When the patient tried to sync with their implant during the report they saw a poor communication screen. No one went over the recharging process with the patient. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.